Event description:
Physician was performing a laparoscopic cholecystectomy with intraoperative cholangiograms. According to physician the ethicon endoscopic clip applier would not work properly. Please note that on (B)(6) 2012 this same report was placed but inadvertently assigned to covidien-u.s. Surgical.